Manufacturer narrative:
The original evar was performed on (B)(6) 2017 during a follow-up visit on (B)(6) 2020 identified migrations of the ipsilateral and contralateral legs. On (B)(6) 2020 re-intervention was performed and the patient underwent a coil embolization procedure in the right iia. And an excluder leg (plc121400) was implanted in the eia, and an excluder leg (plc141000) in the cia. Due to the coronavirus outbreak all sales representatives have been restricted from visiting the hospitals for further information, making access to pre & post imaging difficult.

Event description:
Migration.